Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference manufacturer report: 1627487-2010-03386 and 1627487-2010-03387. The patient received her scs system including an ipg and surgical leads (from two separate lots) on (B)(6) 2009. It was reported that the patient lost stimulation. Reprogramming efforts were unsuccessful as the impedance reading on all lead contacts was 0.0 ohms. An x-ray was taken and no anomalies were observed. Follow up on the patient found that the physician plans to explant and replace the patient's ipg and leads. The explanted devices will be returned to the manufacturer for evaluation. No further information is available.